Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 11, 2023.

Manufacturer narrative:
This report is submitted on may 02, 2023.

Event description:
Per the clinic, the patient experienced pain during an MRI on (B)(6) 2022, however, the clinician did not follow the manufacturer's instructions for use of MRI. The patient developed a hematoma at the implant site subsequent to this. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to re-implant the patient as of the date of this report.